Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer sent an x-ray photo for analysis. From the x-ray it was not able to be confirmed that there was spring wire guide/catheter resistance. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor inserted the cvc and the guide wire kinked making the insertion very difficult. The doctor managed to straighten out the issue.

Manufacturer narrative:
(B)(4). This catalog number is not sold in the us. However, the reported issue is with the spring wire guide. The spring wire guide component is included in kit configurations that are sold in the us under various 510(k)s.

Event description:
The customer reports that the doctor inserted the cvc and the guide wire kinked making the insertion very difficult. The doctor managed to straighten out the issue.